Manufacturer narrative:
D9, h2, h3: the return of 9735821 provided the lot number p903710. The hardware was returned and analysis was performed. A check of the event log showed intermittent firmware incompatibility dating back to sep 2023, and intermittent illuminator current low dating back to jan 2024. There was a battery voltage low message along with bump detected and storage temperature exceeded. The positioning sensor unit (psu) passed an accuracy test (aak) at .186mm with a passing threshold of .250mm. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that an error message appeared indicating the localizer was not found. It was not possible to use optical navigation. During troubleshooting the biomedical engineer (biomed) tried to change the cable with another unit, as well as changing camera carts, which did not help the issue. The biomed tried to exchange the connection cable between the main and camera cart. Also, ran the network device interface (ndi) to get more information about the status - bump detected and storage temperature exceeded. It was indicated that the camera required replacement. There was no patient involvement.